Event description:
The reporter claimed that the patient's blood glucose has been running in the 500's mg/dl while the subject insulin pump is giving persistent /frequent occlusion alarms. The subject pump was not available for troubleshooting since the patient was at camp. Animas made several attempts to contact the reporter back for more information but was not successful. At this time, the subject product was not requested back for investigation since troubleshooting is incomplete and the reporter is not available for further instructions. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy. It is unclear whether diabetes management, use error, intentional misuse, or product malfunction attributed to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.